Manufacturer narrative:
The root cause was the bad connection between co2 absorber and main unit. It was improved by cleaning up/ greasing up/ and mounting again the contact point of anesthesia machine main unit. (B)(4).

Event description:
The hospital reported that, fi co2 did not become zero. There was no reported patient involvement.